Event description:
Had to have laparoscopic bilateral "salpingectomy" (B)(6) 2013. Coil migrated and was coming through uterus. Debilitating migraine headaches. Extreme pelvic pain. Bloating. Weight gain (20 lbs in 2 years). Daily nausea. Fatigue. Shortness of breath. Heart problems (diagnosed with pots). Anxiety. Brain fog / forgetfulness. Heavy periods (abnormal and clots after device insertion). Extreme breast tenderness. Pain radiating from ovaries down my legs. Restless leg syndrome. Pain and swelling in legs, ankles, feet. Extreme lower back pain.